Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.9 inr qc 2: 3.0 inr qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with coaguchek xs pro meter serial number (B)(4). At 9:02 a.m., a sample from the patient was tested using the meter, resulting with a value of 4.8 inr. At 9:38 a.m., a venous sample from the patient was tested using a cs5100 lab analyzer with dade innovin reagent, resulting with a value of 1.5 inr. The patient's records showed inr results of 1.5 inr and 1.6 inr throughout, so the meter value of 4.8 inr was unexpected. Controls are run weekly on the meter and these were acceptable.